Event description:
It was reported that during a hammer toe procedure, the handswitch vibrated, causing the saw to jump from run to safe mode. It was reported that the saw wobbled, cutting more of the bone than was intended. Bone putty was used on the toe as a corrective measure. The procedure was completed with a delay of approximately 30 minutes.

Manufacturer narrative:
Device has not been returned to the manufacturer for evaluation. If the device is returned, a follow up report will be filed.